Event description:
It is reported that the patient was revised due to a globally tight knee.

Manufacturer narrative:
Although the surgeon was not able to trial with the 10mm cd articular surface, it is noted that the patient was deemed to have good motion and full extension with the final implants during the procedure. Is it possible that the patient's anatomy contributed to the tight knee joint. Scar tissue or other conditions with soft tissues and muscles likely played a role in the issue. The instrument cases are modular and are set-up by the distributorship or surgical facility, which is outside of zimmer's control. No product failure has been identified. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.